Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Insulin pump was received with no communication to guardian link 3 and green test plug, problem isolated to electrical board.

Event description:
Information received by medtronic indicated that customer believe the issue was more transmitter and sensor related. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.